Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 550 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 300 at the time of the call. Customer reported that the high blood glucose levels were due to an infusion set that was not sticking properly. Customer declined to troubleshoot for high readings.